Event description:
Respiratory therapist (rt) reports being called by rn about an alarm on the ventilator. When therapist arrived to the room, rt found the alarm condition stating "background fault detected-ventilation continues as set" with a constant audible alarm that could be silenced, but could not be reset. After 2 minutes silence was exhausted, the audible alarm would resume.